Manufacturer narrative:
The insulin pump was received intermittent button response due to flattened and creased act button dome switch. The insulin pump had cracked case at the display window corner, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the act key and the up button on the insulin pump keypad do not work and are not responsive. The customer indicated that their blood glucose level was normal. Customer did not provide any additional information.